Event description:
It was reported that the valve was explanted because it was not functioning.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and preimplantation testing. It was within specs for all pressure-flow tests performed at 0cm hydrostatic pressure. The valve was not within specs for pressure-flow tests performed at -50cm hydrostatic pressure. The valve did not pass the leak test due to multiple holes and tears on the reservoir, proximal occluder, and distal occluder. It is undetermined how or when this damage occurred. A review of the mfg records was not possible as no lot # was provided. All our prods are 100% tested at the time of MFR.